Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up cta scan observed a distal type I endoleak coming from the patient's right iliac artery. The iliac artery is 30.9mmx38.2 mm in diameter just distal to the aneurx stent graft limb. The physician stated that cause was due the development of an iliac artery aneurysm that resulted in the type ib endoleak. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of the 5+ year post implant 3d recon confirmed that the patient has an aneurx stent graft system implanted. The bifurcate was positioned just below the left lowest renal artery. The contra gate opened on the right side. The contra limb was implanted into the contra gate with over 3 cm overlap. The top of the right iliac limb measured 14.3 mm in diameter. The bottom of the right iliac limb measured 22 mm in diameter. The right iliac artery just distal to the limb measured 30.9x38.2 mm in diameter. The right iliac artery at 5 mm distal to the limb measured 21.3 mm in diameter. The right iliac artery at 10 mm distal to the limb measured 19.2 mm in diameter. The right iliac artery at 15 mm distal to the limb measured 12.6 mm in diameter. The diameter of the right hypogastric artery measured 8.0 mm. The right external iliac artery just distal to the hypo measured 13.4 mm in diameter. The right iliac artery was moderately calcified. Contrast was observed outside of the right iliac limb, from a possible distal type I endoleak. No other obvious stent graft issues were observed. The pre-implant anatomy, sizing information, post implant follow up films and post-secondary intervention films were not provided. The exact cause of the distal type I endoleak could not be determined from the 3d recon; it is possible that the enlargement of the right iliac artery may have contributed.